Manufacturer narrative:
Continuation of d10: 4968-35 lead (x2) implanted (B)(6) 2011; dtma1d1 crt-d implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the clinician that there was a large current drain on the device and that the longevity was estimated at three years on a recently implanted device. It was further reported there was far field r wave oversensing. Additional information obtained indicated the longevity estimated was due to a need to "recalibrate" the device and the estimate provided by technical services was what was expected, approximately nine years. Multiple attempts to program around the oversensing were unsuccessful. It was reported approximately thirteen years later that the far field r-wave (ffrw) oversensing continued resulting in inappropriate mode switching and accounting of atrial fibrillation (af) burden. Double counting of r-waves was also noted and associated with latent left ventricular paces being sensed on the right ventricular channel. The right atrial (ra) and right ventricular (rv) leads and the device remain in use. No patient complications have been reported as a result of this event.